Event description:
The facility reported an incident involving an invacare rps350-2 lift ((B)(4)) and an r130 sling. One certified nursing assistant was present at the time of the alleged incident and a second arrived after the incident occurred. The resident was being lifted from a chair to a bed and was being pulled into the upper position. When the resident was in the highest position, one of the straps allegedly snapped, causing the resident to panic and lose their footing on the foot pad and fall. The resident was a (B)(6) female, (B)(6), and (B)(6) tall. Two of the other straps also broke after the original one snapped. The facility stated there is no damage or issues with the lift itself, just the sling. The resident was visited by a doctor on site and after x-rays, it was determined the resident suffered an acute fracture to tibia without displacement, no hospital visit was required. The date code off the sling was not visible but they said it was from july 2010.

Manufacturer narrative:
(B)(4) has been issued for the return of this sling. The lift was invacare rps350-2 lift ((B)(4)). The sling model was invacare r130. The facility stated there is no damage or issues with the lift itself, just the sling. The date code on the sling was not fully visible but they believe it to be july 2010. The owners manual part number part no. 1145811 rev b - 01/10 is the latest for rps350--2 lift. It is unknown if the cnas have fully read and understand the owners manual. The following warning is provided: "warning - do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions and instructions contact a qualified dealer or invacare technical support before attempting to use this equipment - otherwise injury or damage may result. " one certified nursing assistant was present at the time of the alleged incident and a second arrived after the incident occurred. The resident was being lifted from a chair to a bed and was being pulled into the upper position. When the resident was in the highest position, one of the straps allegedly snapped, causing the resident to panic and lose their footing on the foot pad and fall. The resident was a (B)(6) female and (B)(6) tall. The weight capacity of the rps350-2 is 600 lbs. And the sling models r140 and r141 are 600 lbs. The weight of the consumer is (B)(6) which meets the weight limitations for both lift and slings. The facility alleges two cna's were transporting a resident from a wheelchair in the rpl600. Two cna are recommended as stated on page 13 - "although invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, our equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the health care professional for each individual case." It is unknown if the cna followed the instructions: for "using the sling" which states: "use an invacare approved sling that is recommended by the individuals' doctor, nurse or medical assistant for the comfort and safety of the individual being lifted. Do not use any kind of plastic back incontinence pad or seating cushion between patient and sling material that may cause the patient to slide out of the sling during transfer. After each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately. Do not alter slings. Be sure to check the sling attachments each time the sling is removed and replaced, to ensure that it is properly attached before the patient is removed from a stationary object (bed, chair or commode). If the patient is in a wheelchair, secure the wheel locks in place to prevent the chair from moving forwards or backwards. When connecting slings equipped with color coded straps to the patient lift, the shortest of the straps must be at the back of patient for support. Using long section will leave little or no support for patient's back. The loops of the sling are color coded and can be used to place patient in various positions. The colors make it easy to connect both sides of the sling equally. Make sure that there is sufficient head support when lifting a patient. Before transferring a patient from a stationary object (wheelchair, commode or bed), slightly raise the patient off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the patient and correct the problem, then raise the patient and check again." For institutions, it states: "that the slings and hardware be checked each time it is used to ensure proper connection and patient safety." It is unknown if the sling was checked for damage: "detecting wear and damage" - "it is important to inspect all stressed parts, such as slings, spreader bar and any pivot for slings for signs of cracking, fraying, deformation or deterioration. Replace any defective parts immediately and ensure that the lift is not used until repairs are made." The cleaning of the slings is unknown. Incorrect cleaning can cause atypical wear on the slings. The age of the sling is unknown. "Cleaning the sling and the lift" - "the sling should be washed regularly in water temperature of 180°f (82°c) and a biological solution. A soft cloth, dampened with water and a small amount of mild detergent, is all that is needed to clean the patient lift. The lift can be cleaned with nonabrasive cleaners."